Manufacturer narrative:
The device sample was not received for evaluation at the time of this report.

Event description:
The event is reported as: the anesthesiologist tested, the integrity of the cuff on the et tube prior to use. The cuff inflated, air was aspirated out to deflate the cuff as required for intubation and extubation. The pilot balloon deflated but the cuff remained inflated. The pilot cuff was indicating cuff was low when it was high.